Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the weld at the handle was broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon inspection the following parts were found. Pin bantam cup impactor adapt - bad rubber ring

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that upon inspection the following broken parts were found. Pinn straight cup impactor - broken strike plate. Duraloc str cup impactor - bad threads x2. Lcs/sig rev fem slve trl 31m - bad rubber ring inside. Pin bantam cup impactor adapt - bad rubber ring. Pinn esc liner extractor tip - broken tip. Modular head ball remover - broken attachment. S-rom*stem/sleve separtor - bent tip. Pinn gb offset cup impactor - metal handle - broken handle weld. Emphasys trl lnr elv 50x36 - chipped. Emphasys trl lnr n 48x36 - chipped. Actis retaining stem inserter - bad threads. Pinn gb straight grater hndl - broken attachment. Quickset ace grater handle - broken attachment. Srom knee cut guide handles - bad threads. Srom box osteotome - gouged. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the pin bantam cup impactor adapt shows signs of moderate wear, which is consistent with multiple uses, however, the rubber ring is found severely worn out, which appears to be consistent with the effects of repeated use and servicing over a period exceeding 15 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin bantam cup impactor adapt would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ay0206) provided is not a valid finished goods lot number.